Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that this sipap device displayed an "e80" alarm when the unit was turned on, indicating a malfunction with the pcba (printed circuit board assembly) auditory alarm module. The customer stated that there was no patient involvement associated with this reported issue.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to an open wire on the speaker cone.